Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between transmitter and smart device. Dexcom representative advised patient to reset the device which was successful for the reported issue. No additional patient or event information is available.